Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the ins turning on unexpectedly remained undetermined, but the patient stated that it hadn't happened since reprogramming and adaptive stimulation adjustment. The reprogramming and mobile setting adjustment was done to resolve the issue.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and complex re pain syndrome type I. It was reported that the patient claimed that when he gets out of bed he turns stimulator off. The patient claimed over the past month stimulator was off and ins turned on without a command from an external controller. The rep stated that the patient knows how the on/off button works and was using the sync button to initiate communication. The rep also stated that the patient was confirming that the ins has been turned back on by looking at the screen and seeing the stim on icon. The rep will have the patient keep a log of on/off activity and collect an manufacture file if the issue continued. No patient symptoms or complications were reported in this event.